Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed steps during testing. The device's oxygen blending module board was replaced to address the issues.

Manufacturer narrative:
Corrected section g3 from (B)(6) 2020 to correct date of (B)(6) 2021